Manufacturer narrative:
A medwatch report received from the FDA and the report submitted to ascent from the complaint facility identified the complaint device as a tomcat cutter, catalog number 375-565-000 from lot 1116966. The tomcat cutters are tan and white, however pictures of the complaint device provided to ascent show a tan and blue or black device. Based off of the pictures of the complaint device, the device is either catalog number 375-532-000 or 375-562-000. It was confirmed that the complaint facility has received all 3 catalog numbers in question. At the time of this report the complaint device had not been returned to ascent so a root cause could not be determined. However, history of similar complaints has shown that metal shavings are produced when there is excessive lateral or "side-loading" of the device. Ascent's instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Manufacturer narrative:
While the returned device passed all function testing, the visual examination of the device revealed galling marks along the inner shaft. Metal particulates were also observed on the rubber seal component of the outer shaft hub and on the inner shaft hub. The galling marks on the device indicate excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Stryker sustainability solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device could not be reviewed because the device was returned without the packaging or labeling and the user facility did not provide the lot number. However, stryker sustainability solutions 100% inspects and tests all devices prior to release. The user facility also stated that they were using the device at 12,000 rpm at the time the incident occurred. The instructions for use state: "cutters are most effective when driven at speeds below 3000 rpm. Operation of cutters at speed above 6000 rpm can generate excessive particulates." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the arthroscopic cutter emitted metal shavings into the patient's shoulder. Not all of the shavings were removed. No patient injury was reported.